Event description:
It was reported that during a laparoscopic cholecystectomy procedure, insufflation was not able to be maintained throughout the procedure. The flow would get up to 10 or 11 and then would not stabilize. The same device as well as an additional 5mm port were used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Damaged duckbill, leak test failed inserting and removing test probe. The analysis results found that device (q) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident.